Manufacturer narrative:
This report originally filed as 2523835-2024-00407. Based on information received following submission of the initial report, the product has been changed from the unspecified cannula, apd to custom pak. Manufacturing site has been changed from apd, sinking spring to htx, houston. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the reported pak's bill of materials (bom) shows the suspect product is cannula. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic cannula was not allowing fluid through or needed high pressures to get fluid to flow. The procedure was cataract surgery (with intra ocular lens implant) but the timing of the event and how the procedure was completed were unknown. There was no patient affected. Based on information received following submission of the initial report, the product has been changed from the unspecified cannula, apd to custom pak, manufacturing site has been changed from apd, sinking spring to htx, houston.